Event description:
When the surgeon applied the instrument to the vein, there was no clip in the instrument. The vein was severed and another clip from a different device was applied to control bleeding. Procedure: aaa.